Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D10: additional information. H2: additional information, device evaluation. H3: additional information. H6: event problem and evaluation codes - additional information.

Event description:
The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed. A review of the share log was performed and the allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that pair new transmitter occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined (*as the allegation was not found). In addition, a fatal error was found in connection to the reported allegation. The reported event of pair new transmitter is reportable based on the finding of a fatal error. No injury or medical intervention was reported.